Manufacturer narrative:
Upon failure analysis, it was confirmed that the femoral cutting guide was broken. A document review of the lot 096991 (13 pieces mfg) was performed and no particular issues were found related to the adverse event happened. No other similar event was reported concerning this lot. The breakage is thought to be associated to an improper use: hammer hits were probably done by the surgeon in order to assure a close contact between the cutting guide and the distal cut. Repeated hammer hits could have weakened the instrument, leading to its breakage. On the basis of medacta's risk analysis, the failure mode is high unlikely to cause pt harm since, also in case of breakage, the cuts could be performed because the guide is fixed to the bone with the pins, as happened in this case.

Event description:
The instrument involved is a (B)(4) femoral cutting guide 4/1 #6 ((B)(4), lot 096991). The 4 in 1 cutting block fell in half during sawing. The surgery was completed successfully.